Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. However, the unit passed the basic occlusion test, displacement test and bolus delivery. There were no excessive no delivery alarms and no motor error alarms occurred during test. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm and a motor error alarm. The customer's blood glucose was 158 mg/dl at the time of incident. The customer states the unit was exposed to a high magnetic field. The customer found a motor position encoder error alarm in the alarm history. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.